Manufacturer narrative:
Correction - "death" was selected inadvertently. There was no reported occurrence of death associated with this event.

Manufacturer narrative:
This report is submitted june 22, 2017.

Event description:
It was reported that the patient experienced recurrent infections at the implant site. The first instance was successfully with antibiotics; however, the infection continued to reoccur resulting in the decision to explant the device on (B)(6) 2017.

Manufacturer narrative:
Per the clinic, it was reported that prior to explantation, the device had extruded through the patient's skinflap. This report is submitted november 27, 2017.